Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a flipped magnet following an MRI. Head bandaging procedure was followed. The recipient has resumed device use. Revision surgery in under consideration.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is having health issues, not related to the implant, and has chosen not to undergo surgery to have the internal magnet placed back in the correct position. The recipient is able to successfully use the device with a headpiece that allows the external magnet to be reversed so there is adequate attraction between the external equipment and the internal device. No additional information will be provided at this time. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.